Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the sub clavicular pocket of the implantable pulse generator (ipg). The patient was administered antibiotics and underwent a revision procedure where the ipg was explanted. The patient was expected to fully recover postoperatively. The explanted ipg was disposed of at the medical facility and was not returned.